Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: customer reported they have two sensors that cannot be used because the application was not compatible with their phone and the customer does not have a reader. No patient consequence reported. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The customer experienced an incompatibility issue with freestyle librelink application. The reported issue was investigated and attempted to be replicated using similar configurations of [iphone 14 plus, ios 17.3.1, 2.7.7.4230] [samsung galaxy s20 fe 5g, android 13, 2.7.7.7336]. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the customer's reported application during replication that would have led to the reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The operating system is unknown so product information provided is for ios. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.